Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) dislodged several times. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with dried blood on the helix and within the sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.